Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about their device beeping and came into the office. While in the waiting room, the patient was shocked four times. It was found that an alert had triggered for oversensing of noise on the rv lead. The lead was reprogrammed and a revision is planned. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has been turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that in addition, the rv pace/sense impedance increased from five hundred to one thousand ohms and that it no longer captured pacing. A fracture of the rv ring was suspected.